Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that this system triggered an alert for high out of range shock impedance measurements. Data analysis was performed, and boston scientific technical services (ts) confirmed the shock impedance trend shows a slight gradual increase since implant of the new implantable cardioverter defibrillator (ICD). Recommendations were provided to the health care professional involved. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.